Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle cannula breaks off. The following information was provided by the initial reporter: consumer reported when taking injection, patient end will break off in injection site but she is able to remove it with tweezers.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle cannula breaks off. The following information was provided by the initial reporter: consumer reported when taking injection, patient end will break off in injection site but she is able to remove it with tweezers.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.